Event description:
It was reported during the implant procedure that the helix of the lead was deformed and it was not possbile to retract it. The lead was not implanted. No patient complications have been reported as a result of this event (B) (4).

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) helix/lobe distorted/bent. On visual inspection the helix appeared to be stretched. (B) (4) full lead.